Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance with the device; subsequently, the device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed december 22nd, 2014.